Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pocket infection was observed. The physician was not able to provide the cause of the infection. The issue was resolved by explanting and replacing the device and right ventricular (rv) lead. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-14686.